Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported an unsatisfactory result following corneal flap creation of the right eye. The site reports difficult to dock and multiple docks. The flap was decentered and ablation treatment was not performed. Treatment was completed with photo refractive keratectomy. Additional information received; the right eye is recovering and no further additional treatment is required. There are multiple reports for this facility. This file represents patient one right eye and additional reports will be filed.

Manufacturer narrative:
Additional information provided in d.10, h.3, h.6, and h.10. Following the reported event, a service request (sr) was opened for standard preventative maintenance (pm). The company service representative examined the system and was unable to confirm or replicate any system nonconformity, which may have contributed to the reported event. The system was then tested and met all product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).